Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of inner sheath/shaft detachment of device or device component. Imdrf impact code f2301 captures the reportable event of the detached inner catheter being removed from the patient using another device. Block h11: a wallflex biliary stent was received for analysis. Visual examination of the returned device found the inner sheath detached and kinked. No other damages were noted to the delivery system. The reported event of inner shaft/sheath detachment of device or device component was confirmed as the device was returned without the inner sheath. However, the reported event of stent failure to deploy could not be confirmed as this event occurred during the procedure and it is not possible to replicate in the laboratory of analysis. The investigation concluded that the reported events and the additional observed damage were likely due to factors encountered during the procedure. It is possible that the lesion characteristics, handling of the device, the technique used by the physician (force applied), limited the performance of the device and contributed to the reported event and observed problems. Therefore, the most probable cause of the reported events is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent rmv was implanted in the bile duct during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2024. The patient's anatomy was not dilated prior to stent placement. During the procedure, the stent was very difficult to deploy but was eventually deployed when the handle was fully retracted. During removal of the catheter, it was noted that the inner catheter broke. The detached catheter was removed from the patient, and the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Imdrf device code a0501 captures the reportable event of inner sheath/shaft detachment of device or device component. Imdrf impact code f2301 captures the reportable event of the detached inner catheter being removed from the patient using another device.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent rmv was implanted in the bile duct during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2024. The patient's anatomy was not dilated prior to stent placement. During the procedure, the stent was very difficult to deploy but was eventually deployed when the handle was fully retracted. During removal of the catheter, it was noted that the inner catheter broke. The detached catheter was removed from the patient, and the procedure was completed. There were no patient complications reported as a result of this event.